Event description:
(B)(4). Noted swelling and tightness in throat and feeling of general malaise, feeling progressed and made trip to ER for a check of my throat and had followup blood work to check tsh as it was tested high in (B)(6) 2015 during annual wellness screening at 6.42. I thought my symptoms could be related to my thyroid. The ER doc felt my neck and observed enlargement of my thyroid. Tsh was 3.07. Followed up with pcp and more tests ordered. What follows is a series of tests- t4 1.21, thyroid us indicating a nodule, nuclear thyroid scan indicating a cold nodule, tpo antibody test of 1211 when should be under 6, fine needle aspiration us guided done and was neg and cytology indicated hashimotos thyroiditis. This is an autoimmune condition. I will be following up with an endocrinologist in (B)(6) 2016.